Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis, a conclusive cause for the reported failure to cut could not be determined. Based on the information reviewed, there is no indication a product quality issue.

Manufacturer narrative:
The device was reported to be not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was achieved using a proglide device via 8fr sheath, after a carotid artery stenting procedure. Reportedly, following proglide deployment, it was found that the suture could not be cut by sutures trimmer or scissors. The medical staff cut off the suture using a surgical blade and trimmed the suture left outside the puncture site, causing a clinically significant prolonged hemostatic time at the surgical puncture site and placing the patient at risk of postoperative bleeding. The sutures of the proglide device ultimately achieved hemostasis and there was no reported adverse patient sequela. No additional information was provided.